Event description:
The customer stated that they had precision issues for an unspecified number of patient samples tested for magnesium on 3 cobas 6000 instruments. It was stated that some patient results had been reported outside of the laboratory, but it is not known which ones. The issue started with one analyzer (au2) and questionable patient results were seen on 1 out of every 5 samples. There was generally a 1.8 to 2.0 difference. It was not clear if this is a result or percentage difference. Clarification has been requested. The customer then moved the test to a second analyzer (au1) and the occurrences greatly decreased. The customer stated that the issue was then seen on one in every 20 patient samples. The reagent probes were replaced on au2 and then the occurrence of the issue greatly decreased to 1 in 20 samples on average. The customer said they loaded the test on a third analyzer and were getting questionable results for 1 in 20 samples. The r1 probe was replaced on this analyzer. It was asked, but it is now known if any patients were adversely affected. No adverse events were alleged. The magnesium reagent lot number was 606115, but it is currently lot 609030. It was not clear if the observed issue affected both reagent lot numbers. Clarification has been requested. This medwatch will apply to reagent lot 606115. Refer to the medwatch with (B)(6) for information related to magnesium reagent lot 609030. The field service engineer checked the water tanks and attempted to re- create the issue during his visit. He ran precision studies on all 3 analyzers and no issues were observed. The customer noted that the piercing of the reagent packs by the analyzer is slightly skewed. The customer has removed packs in the past and noted that the piercing is not completely central and has cracked the inner wall of the reagent cap. The field service engineer stated that the reagent caps of affected packs are slightly misaligned when compared to a normal pack. It is possible for reagent pipetting issues to occur is piercing of the pack is not central. The skewed alignment may also damage the reagent probes. The field service engineer also noted that a lot of the magnesium reagent kits had a lot of reagent left in the middle of the cap.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Based on the available information, it seems that the root cause of the issue is related to insufficient maintenance as the gear pump heads should have been exchanged. The affected reagent cassettes and bent probes were not submitted for investigation.